Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the hemoglobin control values, run on the cell-dyn 3200 analyzer, are either shifting downward or are out of range. The customer stated that the patient samples are acceptable because they were verified. There is no impact to patient management reported.